Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during use on a patient of (B)(6) in height. The pump triggered intermittent helium loss 3 alarms after 8 hours of use therefore the device was removed. The patient did expire unrelated to intra-aortic balloon pump (iabp) per chief of perfusion. There was no delay/interruption in therapy. No patient complications reported related to the iabp.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss (3) alarm" is unable to be confirmed. The pump was checked by the field service engineer and the pump passed all functional checks. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the event occurred during use on a patient of 178cm in height. The pump triggered intermittent helium loss 3 alarms after 8 hours of use therefore the device was removed. The patient did expire unrelated to intra-aortic balloon pump (iabp) per chief of perfusion. There was no delay/interruption in therapy. No patient complications reported related to the iabp.